Manufacturer narrative:
Product analysis: analysis observed the programmer stylus and cursor were misaligned. The touchscreen connector was reseated, cleaned, and the stylus parameters were reset and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.